Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was evaluated and the reported condition was not confirmed as no defect was found. The analysis could not determine a probable cause of the event. Therefore, an assignable root cause could not be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the small battery drive device was operating exclusively in reverse mode and was exhibiting intermittent operation, frequently ceasing operation and then resuming. It was not reported if the device was used in a surgical procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in november of 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.